Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 450cc mentor memorygel breast implants and experienced painful rupture on the right side and bilateral capsular contracture postoperatively. The rupture was confirmed with a physical examination and MRI. As a result, the patient underwent bilateral device removal and replacement with 450cc mentor memorygel breast implants, catalog number 3504504bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) , 2021. This report is for the patient's left-sided device.